Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced helium leak during preventive maintenance performed by customer. There was no patient involvement.

Manufacturer narrative:
Corrected field : e1 ( initial reporter ) updated field : b4 , g3 , g6 , h2 ,h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Update fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there were no errors or faults found. As a pre-caution, the fse slightly tightened he line connections. Device passed the performance and safety checks according to factory specifications.